Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device "ECG lead abnormal problem". The device was reported as being in clinical use at the time of the event. It was unknown at the time of the reporting if the patient was harmed or experienced an adverse patient impact. There was no initial report of immediate clinical action taken to prevent serious injury or death. Additional information has been requested.